Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there were several episodes of noise over-sensing and at that time there was a drop in sensing; around this time the patient had a fall and the nurse was unsure if there was a correlation, possibly some electromagnetic interference during a hospital visit. No intervention was reported. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2020-06360. New information received noted that the right ventricular lead exhibited noise, confirmed by device clinician. The lead was capped and replaced on (B)(6) 2020. Also, the left ventricular (lv) lead had been programmed off due to dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: e1 - missing zip code.

Manufacturer narrative:
(B)(4).